Manufacturer narrative:
The investigation is currently in process. A final report will be submitted at the completion of the investigation.

Event description:
A pt sample was negative with hcv 2.0 eia lot 31261m200 on initial and duplicate repeat testing. Viral load testing was performed with dna and resulted in a count of 1.8 million. There was no impact to pt mgmt. The account did not know any pt history or when the pt may have become infected.